Manufacturer narrative:
The picco catheter was returned for investigation. The reported problem could be confirmed by ocular inspection. The cause to the detachment is seen as a production error. Please note, this event is being filed as a retrospective MDR as a result of a review of our complaint database.

Event description:
It was reported that during use of a picco catheter on a patient, blood back flow was found in the catheter. No known impact or consequences on patient. (B)(4).